Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance on (B)(6) 2019 with low blood glucose below 60 mg/dl. The customer was at 127 mg/dl and 136mg/dl. The customer treated with food. The customer did not mention any symptoms. The customer was wearing the insulin pump within 48 hours of the incident. The auto mode feature was not active and automatically adjusting insulin delivery during the event. The customer alleged insulin over-delivery. The customer put over 100 units in their reservoir but the reservoir was almost empty after the incident. Troubleshooting was completed. The reservoir contained less insulin than what was displayed on the status screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.